Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "intracapsular rupture" and "capsular contracture (baker grade iii)". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6). Clarification to partial date of event b3: oct 2024 was provided.

Event description:
Regulatory agency reported via physician an "intracapsular rupture" and "capsular contracture (baker grade iii)" confirmed via MRI and ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.